Manufacturer narrative:
Patient age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 2.25mm x 8mm emerge balloon catheter was advanced for dilatation and was inflated twice at 12 atmospheres for 10 seconds. However, during the third inflation at 12 atmospheres for 10 seconds, the balloon ruptured at the middle part of the balloon. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good post-procedure.